Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Concomitant product(s): 1581 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device data collection contained "invalid data." The patient was noted to have undergone radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.